Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was requested, but not reported. A proximal type I endoleak was observed on ultrasound surveillance as part of this patient's routine follow-up. The physician elected to treat a type I endoleak and aneurx migration. The procedure consisted of the physician utilizing a snorkel technique and covering the left renal artery by placing a 32x32x49 endurant cuff. The right renal artery was not covered. The physician also extended the right limb (ipsilateral side) with a 16x10 endurant stent graft. There was no distal endoleak; however the vessel was diseased, so the physician elected to treat the artery prophylactically. The suspected cause of the migration and endoleak were said to be neck dilatation and angulation (approximately 45 degrees). No clinical sequelae were reported. No additional clinical sequelae were reported and the patient is fine. The review of returned films post implant show that the stent graft is positioned within the angulated and distal portion of the proximal neck; approximately 1cm below the (lowest) left renal. There is a proximal type I endoleak. The bifurcate stent graft diameter is 29mm, and the neck diameter is 31mm at this location. The aaa size is 5cm. Films post cuff implant was not provided.

Manufacturer narrative:
Method: (films). Results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (aortic neck dilatation and angulation, 45 degree angle). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation and angulation, 45 degree angle).